Manufacturer narrative:
(D10) concomitant devices: 320-46-00 - equinoxe 145-deg pe 46mm hum liner +0: (B)(6). 300-01-14 - equinoxe humeral stem primary press fit 14mm: (B)(6). 320-10-00 - equinoxe reverse tray adapter plate tray +0: (B)(6). 320-02-46 - 46x21mm glenosphere high moment arm: (B)(6). 320-15-01 - eq rev glenoid plate: (B)(6). 320-20-34 - eq rev cmprss scrw lck cap kit, 4.5 x 34mm: (B)(6). 320-20-34 - eq rev cmprss scrw lck cap kit, 4.5 x 34mm: (B)(6). 320-20-42 - eq rev cmprss scrw lck cap kit, 4.5 x 34mm: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A review of complaint history was unable to be performed as the relevant device and event information was unknown. A definitive root cause was unable to be determined; however, may have been due to disassembly of the humeral liner, and/or fracture of the compression screws. However, the reported disassembly and fracture could not be confirmed. Additionally potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total shoulder replacement on the left side with non-exactech devices. Approximately 12 years following, the patient was revised to exactech implants. Subsequently, the patient experienced unexplained pain, poly disassociation and breakage of a component. Patient presented with pain after working long shift, previous fall from tree - date unknown. As a result, approximately 2 years after initial replacement, the patient underwent an additional left shoulder revision. Additional, broken peripherical screws were discovered in reverse glenoid. No further impact to the patient was reported. No other information is available.